Event description:
It was reported that the patient experienced a sudden onset of burning feeling at the implant site. The device had been checked daily and a tone could be heard. The patient went to the emergency room. It was noted that the site was swollen and tender and the tone was no longer audible in the device, nor was the device able to be interrogated. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis found that the battery was shorting and had low resistance. A low impedance path developed across the battery terminals causing it to rapidly deplete. The fact that the low impedance path between b+ and b- of the hybrid disappeared when the battery was removed indicates that the low impedance path is possibly internal to the battery itself. This is further supported by the device being fully functional when powered with an external source. It was also noted that cathode material penetrated the separators and contacted the anode grid.